Event description:
The tech alleged the side rail would not latch. No injury reported.

Manufacturer narrative:
The tech found the side rail center arm is broken. The tech replaced the side rail center arm assembly to resolve the issue.